Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. Following pre-dilation using a 2.5x20mm non-bsc balloon catheter, a 3.00x 32mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the proximal lad and it was then noted that the stent strut was "woken up". A guidezilla extension catheter was then used as a support and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. Following pre-dilation using a 2.5x20mm non-bsc balloon catheter, a 3.00x 32mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the proximal lad and it was then noted that the stent strut was "woken up". A guidezilla extension catheter was then used as a support and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that proximal stent rows 4-9 were damaged and deformed with stent struts lifted in both proximal and distal directions. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).